Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose values reached over 300 mg/dl. The patient was found in bed, unable to move. For treatment, the patient was put on a intravenous (IV) insulin drip, potassium pills and magnesium through IV. The patient reported having vision trouble. The ketones were large. The patient was discharged after 1 day.